Event description:
A customer reported that during a procedure, the probe was hard to insert and remove through the trocar as the probe would "catch." The probe was exchanged. The case was completed without harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).